Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer stated they have encountered multiple high blood glucose. The customer's blood glucose was 536mg/dl; current blood glucose was 183mg/dl. Customer declined high blood glucose troubleshooting. The customer needed assistance with uploading to carelink. Customer will replace battery and then attempt to finish uploading to carelink. The customer was advised to call back if he needs further assistance.